Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in via phone stating that her insulin pump alarmed failed battery and now she is not able to get the battery to turn on. The customer mentioned she gave the pump a 12 hour rest due to the pump first giving a failed batt alert and then a blank display. The customer mentioned the contacts on the battery cap are not missing or damaged and states battery compartment is neither damaged nor corroded. Pump. During troubleshooting it was noted that the screen did not return. The insulin pump is returning. The customer's blood glucose level is 304 mg/dl.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery test alarm, no low battery alert and no blank display anomaly noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.